Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side ptosis, capsular contracture, baker grade iii, and rupture diagnosed via MRI and confirmed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side ptosis, capsular contracture, baker grade iii. And rupture. Diagnosed via MRI and confirmed, during surgery. The device has been explanted and replaced.